Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device delivered an alert for out-of-range hv lead impedance. High, out-of-range hv lead impedance measurements were observed in two vectors since implant. Different causes for high impedance were discussed and system monitoring was recommended. No further information was available.